Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and 200 mg/dl. Customer reported they wish to stop to contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer experienced symptom such as nausea, vomiting, abdominal pain and difficulty in breathing. The device will not be returned for analysis.